Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. An intestinal invagination / intussusception is a known complication of a xxxx placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was admitted to the hospital in the gastroenterology department for vomiting and abdominal pain. A CT scan revealed a jejunal-jejunal invagination. During an endoscopy, the invagination was reduced and the intestinal tube was replaced. On (B)(6) 2021, the invagination resolved and the patient was discharged.